Manufacturer narrative:
Visual inspection confirmed the reported complaint confirmed the failure mode. After an assessment it was evident that there was in fact full weld penetration around the weld joint. The weld strength readings exceeded 30 in-lbs. Which are well above the required 8in-lbs. After the evaluation a definitive root cause for the reported issue could not be determined. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that an awl was used to prepare a hole during a rotator cuff repair. The anchor was screwed in with no excessive force and came apart at the distal end of the inserter at a welded junction. All parts were removed. A backup device was available to complete the case. There were no reported patient injuries. No other complications were noted.